Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred following a bolus delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer removes the pump from against their body and requests the remaining bolus to address the issue. Due to the event occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed.